Manufacturer narrative:
Additional email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: [contralateral] "side capsular contracture baker grade IV."

Event description:
Physician reported a "left side exchange with no complaint against the device." Patient later reported "pain and firmness of breasts began after having the implants for seven years," and "my surgeon. Reported that my breast had a grade 4 capsulation" the device remains implanted.